Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the device experienced clotting/micro clots/fibrin clots, and erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported erroneous result and fibrin in the samples. Distributor rep, called in to report that the customer reported to them that the samples were clotting. The reporter states the patient went to the ER.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed, however the failure mode of erroneous results was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for erroneous results and fibrin was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results and fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. The investigation, data validation and educational materials are attached. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. The complaint has not been confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1040995, medical device expiration date: 2022-02-28, device manufacture date: 2021-02-09. Medical device lot #: 1040993, medical device expiration date: 2022-02-28, device manufacture date: 2021-02-09. Medical device lot #: 1098489, medical device expiration date: 2022-04-30, device manufacture date: 2021-02-09. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the device experienced clotting/micro clots/fibrin clots, and erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported erroneous result and fibrin in the samples. Distributor rep, called in to report that the customer reported to them that the samples were clotting. The reporter states the patient went to the ER.